Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an out of range oxygen sensor. It is unknown at this time if there was patient involvement. A service engineer (se) inspected the device and replaced the oxygen sensor. The unit passed all testing and operated within the manufacturing specifications.